Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt a loss of stimulation when changing positions and claims that the ins would turn itself on/off. The battery turned itself on/off four to five times every day. The patient also sometimes had difficulty turning stimulation on. The electrode and therapy impedance was ok, but the file couldn't be sent. It was noted that there was a patient visit on (B)(6) 2018. A data file was generated and sent to the manufacturer. The file only contained about 30 minutes of data because the ins was interrogated twice that day; therefore, it was not possible to check the patient's complaint. The option that the patient would come back in one to two week after keeping a diary, and then rechecking the data file was discussed. Additional information was received from the rep. It was reported that the first time the patient experienced the loss of stimulation was on (B)(6) 2018. It was confirmed that the programmer showed that stimulation was off when the patient lost stimulation; the patient saw that it was turned off. The patient controlled extra when they had to synchronize it. Some of the times it had been hard to be able to turn it on again. The patient saw the loss of stimulation on the programmer. It had happened several times, and was still a problem as of (B)(6) 2018 when the rep talked to the patient. No actions/interventions had been taken. They made the decision with the patient to keep a diary for two weeks and then to meet at the clinic on (B)(6) 2018 to get a new data file. The patient also had an appointment with the doctor on (B)(6) 2018. The rep requested that the data file be analyzed before the patient meets with the doctor. It was noted that this information was confirmed with the physician and also with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no surgical intervention had occurred to address the issue. It was noted that the patient may get a new surgery in some months to maybe change the ins and also try to move the lead as it was very subcutaneous and the patient was very thin. It was not cleared yet from the physician about what action would be done. The cause of the issue was not clear after collecting device data files many times and doing many diaries. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the rep reported that the ins was explanted.

Event description:
Additional information was received from the rep. It was reported that the rep received a diary from the patient and they made a new device data file. It was noted that the patient had an appointment with the doctor the week following (B)(6) 2018. According to the diary, the patient experienced the issue during the following times: (B)(6). Analysis of the data file revealed that there were no power on resets (pors) and that the session report showed that the patient made 50 adjustments to the programmed parameters (increasing/decreasing stimulation). There were a lot of occurrences where stimulation was off, and a lot of these were the same as the dates/times that the patient indicated in the diary. No further complications were anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins turning itself on/off started on 2018-jun-25 and occurred every day thru 2018-jun-29, and then from 2018-jul-01-2018-jul-03. On (B)(6) 2018 the patient made notes that the ins turned on/off 4 times in 24hrs. The cause was not clear. But review of the mdt indicated that the ins on/off occurrences were triggered by an external device like the patient programmer. The patient¿s new appointment in august was to find out if a surgery was necessary. It was further reported that the ins seemed to run out of battery too early. A longevity estimation was performed with the following settings: group f1: 4.4v, 400s, 70 hz, 500 ohms (group impedance). Assuming the ins was used 24 hours/day, it would be expected that the ins would reach end of service (eos) 15 months after implant date. It was noted that the impedance measurements were within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found no anomaly. Visual inspection of the ins did not reveal any significant anomalies. Foreign material was observed under the cover, and in the ports. The access hole adhesive, grommet, and setscrew were visually ok. The shield/can was scratched. The ins passed a series of defined and qualified automated functional tests. The ins output was monitored long term while at body temperature and the device functioned properly with no changes occurring during the test. If information is provided in the future, a supplemental report will be issued.